Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner cable not working. A field service engineer replaced cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was requested to change the scanner and stated that there was a shortage and unusable. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.